Event description:
A power source alert 07 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using a tandem charging cable and wall adapter, allowing the pump to begin charging, and no further assistance was required.